Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sudden rise in capture threshold and variable r-waves were observed. The lead was explanted and replaced. The patient is doing fine and was discharged.

Manufacturer narrative:
A partial lead with the lead tip measuring 52.5cm was returned for analysis. The portion of the lead that was returned was normal.